Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation, therefore, cause of event cannot be determined.

Event description:
It was reported that on or about (B)(6) 2012, the surgeon performed an l5-s1 lumbar decompression and fusion on the patient, utilizing l5-s1 peek 9mm interbody cage and l5-s1 non-segmental pedicle screw instrumentation using pedicle screws. Following surgery, the patient returned to the emergency department at another facility, complaining of fever and intractable back pain, and was treated for an infection and given medication for her pain. Subsequent to the surgery, she continued to experience right leg and back pain, and ultimately, the surgeon determined that removal of the hardware would be her best option. On (B)(6) 2013, the patient underwent surgery for removal of the hardware. At the time of the surgery, the surgeon found that both of the s1 pedicle screws were fractured. Reportedly, on testing the screws, it was found that the pedicle screws failed through fatigue loading. Allegedly, as a direct, proximate and foreseeable result of the broken pedicle screws, the patient suffered damages, injuries and losses, including but not limited to: past, present and future hospital and medical expenses; loss of income; loss of ability to earn income; costs of obtaining medical care; past, present and future pain, suffering, loss of enjoyment of life, emotional distress, disfigurement, permanent physical impairment. Per patient medical records, it was reported that on: (B)(6) 2012: patient presented with right leg pain and back pain. Patient presented with following preop diagnosis: l5-s1 spondylolisthesis with spondylolysis with l5 right sided nerve root compression with disk herniation and severe right l5 radiculopathy with pain and weakness. Procedure: aspiration of bone marrow from right anterior iliac crest. Removal of abnormal articular processes at the l5-s1 level, with extensive foraminotomies over the l5 and s1 nerve roots bilaterally, with aggressive for lateral discectomy at l5-s1 on the left with decompression of the right l5 nerve root out to the distal pedicle. Harvesting of local autologous bone graft. Right sided transforaminal lumbar interbody fusion at the l5-s1 level, using vitoss and locally harvested autograft, with bilateral posterior lateral fusion using vitoss and locally harvested autograft. Placement of l5-s1 peek 9mm interbody cage. L5-s1 non segmental pedicle screw instrumentation using pedicle screws. Preop: bone aspiration needle was advanced 3 cm into the right anterior iliac crest. The interspinous attachments were removed at l4-5 and l5-s1. The ligamentum flavum was removed with the 1 mm kerrison punch between l4-5 and l5-s1 and then the posterior elements were removed an block with the periosteal elevator. The l5 transverse process, sacral ala were decorticated bilaterally with the high speed drill. The gearshift was used to identify the l5-s1 pedicle. Pedicles were tapped checked with a check probe and under fluoroscopic guidance appropriate sized screws were placed. 5.5 x 40 mm screws were placed in the l5 pedicle. And 6.5 x 40 mm screws were placed in the s1 pedicle. Rods were placed in the s1 pedicle and the reduction device was used to reduce the subluxation. A series of trials was used to determine that a 9 mm spacer would be appropriate. The graft bed was packed with vitoss and locally harvested autograft. The space and position checked fluoroscopically and appeared to be acceptable. On (B)(6) 2012: patient underwent lumbar spine series 3 views. Impression: interval l5-s1 plif with reduction in degree of previously documented grade 1 anterolisthesis. Stable appearing lumbar dextroscoliosis. Nephrolithiasis, radiographically more conspicuous on the right. On (B)(6) 2012: patient underwent lumbar spine CT scan. Impression: status post l5-s1 fusion for bilateral l5 pars defects. L5-s1 anterolisthesis appears improved post fusion comparison with preoperative CT scan. Large amount fecal material in the colon. Bilateral nephrolithiasis. On (B)(6) 2013: patient presented with following discharge diagnoses: back pain and superficial back infection. Patient underwent 2 chest views front and lateral. Impression: no radiographic evidence of acute cardiopulmonary disease. On (B)(6) 2013: patient underwent lumbar spine MRI without IV contrast. Impression: stable postsurgical changes of plif l5-s1 with minimal anterolisthesis of l5 on s1. Fluid and edema tracks superiorly along the subcutaneous soft tissues of the midline back from the level of the surgical incision superiorly to the lower thoracic spine without any well defined fluid collection. Patchy enhancement along the incision is likely within normal limits for post surgical change without any suspicious fluid collection or evidence of abscess. On (B)(6) 2013: patient underwent 1 view portable chest for pioc plc. Impression: satisfactory position of the right arm PICC catheter. No radiographic evidence of an acute chest process. On (B)(6) 2012, (B)(6) 2013: patient went for an office visit due to right leg pain and back pain. On (B)(6) 2013: patient presented with right flank pain which radiates to the right groin. Patient underwent CT scan of abdomen and pelvis without IV contrast. Impression: non obstructing intrarenal calculi bilaterally. Incidental probable small follicular cysts noted within the right ovary. There is trace free pelvic fluid, most likely physiologic in nature. Moderate stool and gas content noted within the colon. The appendix is not identified with certainty at this time. If clinically concerning for etiology of patient's abdominal pain. Repeat study with IV contrast may be of use. On (B)(6) 2013: patient presented with severe back pain. Patient underwent spine lumbosacral 2/3 views. Impression: status post lower lumbar spine surgery. No change from the previous study. On (B)(6) 2013: patient underwent 4 views of lumbosacral spine. Impression: l5-s1 postsurgical changes without acute fracture or mal-alignment. Overall appearance is unchanged from recent lumbar spine radiograph. On (B)(6) 2013: patient underwent four views of lumbar spine. Impression: no acute osseous or acute alignment abnormality of the lumbar spine. Postsurgical changes appear stable. On (B)(6) 2013: patient presented with severe leg and back pain. Impression: patient underwent MRI of lumbar spine without contrast. Impression: stable postoperative changes at l5-s1. Stable mild posterior broad based disc protrusion at l5-s1. Evaluation of the neural foramina is somewhat limited at this level. However no significant neural foraminal narrowing is felt present. No new findings from previous study. On (B)(6) 2013: patient underwent x-ray of spine lumbosacral min 4 views. Impression: stable appearance status post posterior and interbody fusion at l5-s1. Mild dextroscoliosis. Right nephrolithiasis. On (B)(6) 2013: patient underwent noncontrast CT axial images through the lumbar spine of sagittal and coronal. Impression: posterior lumbar interbody fusion at l5-s1 with stable grade 1 anterolisthesis l5 on s1. No evidence of hardware loosening. Mild to moderate bilateral foraminal stenosis l5-s1 similar to previous. Bilateral nephrolithiasis. On (B)(6) 2013: patient presented with following preop diagnosis: leg pain on the right and back pain status post l5-s1 fusion with retained hardware. Procedure: removal of retained hardware at l5-s1 level. Exploration of fusion. Posterolateral fusion from l5-s1 using infuse and allograft. Preop: set screws were removed and the rods were removed uneventfully. The l5 pedicle screw was partially removed on the left and it is clear that it was fractured less than a centimeter from the polyaxial head. The screw from the s1 level on the right was removed and it was also fractured in the same location. At this point, the screwdriver was attached to the l5 pedicle screw on the left and the screw was loggledxxx cephalad and caudad to attempt to assess the side of the fusion , but the screw did not appear to be completely solid and it was impossible to tell whether the fusion was solid or not. This was done in the same fashion on the right hand side and the screw appeared to be slightly loose and it was impossible to ascertain whether the fusion was solid or not. Both the screws were removed completely and then the high speed drill was used to drill down the lateral mass where fusion had been performed or the right and the left. There was evidence of bone growth, but it was again impossible to tell after this exercise whether the fusion was robustly solid or not. The bone around the pedicle on the left was drilled down to decorticate it thoroughly and decorticate more of the transverse process at the l5 level and the s1 level. Infuse was then placed over the decorticated bone from l5 to s1 bilaterally and then allograft was placed over this as well. Rods and end caps were explanted.

Event description:
It was reported that on: (B)(6) 2013 patient presented for office visit with following present problems: chronic low back pain, anxiety, renal calculi, lumbago, sacroiliac joint pain, piriformis syndrome of right side, lumbar radiculopathy, post op infection, chronic calculous cholecystitis, kidney stone, and iron deficiency anemia.